Manufacturer narrative:
(B)(4).

Event description:
It was reported via a medwatch report: while attempting to disconnect the intravenous (IV) tubing from right ventricle port of an arrow swan-ganz catheter, the right ventricle (rv) IV tubing connection port came disconnected from the right ventricle (rv) infusion line. The end of the broken IV line was immediately clamped with a sterile gloved finger, hemostats applied to the line, and clear tegaderm was placed on end of line to assure air-tight seal. The attending physician was notified and replaced the swan-ganz catheter. The actual catheter was discarded except for the tubing with the orange cap.

Manufacturer narrative:
(B)(4). Teleflex could not perform a full evaluation on this complaint as no device was returned. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot number at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint of "tubing connection port came disconnected from the rv infusion line" is not able to be confirmed. No product was returned for evaluation therefore the root cause of the complaint is undetermined. Teleflex will continue to monitor for trending issues. Other remarks: medwatch report 5065912.

Event description:
It was reported via a medwatch report: while attempting to disconnect the intravenous (IV) tubing from right ventricle port of an arrow swan-ganz catheter, the right ventricle (rv) IV tubing connection port came disconnected from the right ventricle (rv) infusion line. The end of the broken IV line was immediately clamped with a sterile gloved finger, hemostats applied to the line, and clear tegaderm was placed on end of line to assure air-tight seal. The attending physician was notified and replaced the swan-ganz catheter. The actual catheter was discarded except for the tubing with the orange cap.